Event description:
Got breast implants in (B)(6) 2011. Mentor silicone gel. Within the next 4 years started having seizures, memory loss and hormone imbalance. I would get weird taste in my mouth, my tongue got swollen, my teeth and gums hurt, blackness under my eyes, my vision was impaired at times and my skin very dry. My cuts healed slowly, I bruised very easily, my liver hurt. I developed varicose veins, I had shortness of breath. I couldn't gain weight. I am always dehydrated, my nipples are cold, I had indigestion. I got dizzy my joints hurt. I got numbness in my face and lips. I had sweats, my muscles were always sore. I was unable to pick up a cup. My arms got sore. This is without a workout and I know workouts. I was one of the top athletes in our country. My hair started breaking and was always very dry. I was very tired all the time and my lymph nodes were very swollen. My life was totally changed and I was very sick. I have been to doctor after doctor trying to figure out what happened to my energy and my brain. I was ready to give up when I read about an athlete who was going through the same things as I was. The worst being seizure. I also in losing my license and not being able to run my company anymore. She got her implants out and immediately started feeling better; 4.5 years after getting them in, I was now explanting. Immediately after getting them out I had almost 100% of the symptoms go away. Implants are toxic-you are suppose to protect us. The seizures stopped after I detoxed my body of silicone. You are hurting so many women by not taking this off the market. I am taking my story to (B)(6) and any other talk show or news report. Bad job FDA. You have read report after report and still you lie saying implants are safe. I belong to a group of over 6,000 women all experiencing these symptoms. All get better after explant. Mentor silicone breast implants are making women sick and hurting so many lives. Please help others and ban them from hurting anyone else. Vimpat was for seizures and did not work. I still got the seizures until the implants were removed.